Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx pro closure device and delivery system (wds) was implanted on (B)(6) 2024. On (B)(6) 2024, that patient experienced symptoms of heart failure, and a transthoracic echocardiogram (tte) was performed to check the device position. The tte imaging revealed that the closure device had embolized into the left ventricle (lv). The closure device was retrieved the using a non-boston scientific (bsc) grasping device. During the retrieval, the patient was in cardiogenic shock, intubated, and treated with pressors for blood pressure management. After device retrieval, the patient went to the intensive care unit (ICU). Patient status: on (B)(6) 2024, the patient was reported to have been extubated and was being weaned off pressor medication. The patient was discharged home on (B)(6) 2024 in good condition.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx pro closure device and delivery system (wds) was implanted on (B)(6) 2024. On (B)(6) 2024, that patient experienced symptoms of heart failure, and a transthoracic echocardiogram (tte) was performed to check the device position. The tte imaging revealed that the closure device had embolized into the left ventricle (lv). The closure device was retrieved the using a non-boston scientific (bsc) grasping device. During the retrieval, the patient was in cardiogenic shock, intubated, and treated with pressors for blood pressure management. After device retrieval, the patient went to the intensive care unit (ICU). Patient status on (B)(6) 2024, the patient was reported to have been extubated and was being weaned off pressor medication. The patient was discharged home on (B)(6) 2024 in good condition.

Manufacturer narrative:
Media from the clinical procedure was provided and reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded: it is not possible to draw any conclusion based on the available media, but it seems that there is core wire bias and in several views the device seems to be significantly pinched distally. No media is available showing the device in the left ventricle (lv).